Manufacturer narrative:
(B)(4).

Event description:
Diabetes care manager contacted dexcom on (B)(6) 2016, to report a patient death the occurred on (B)(6) 2015. It was reported that the patient was diagnosed with pancreatic cancer in (B)(6) 2013 and death was a result of the disease. Patient was on hospice care at the time of his death. It is doubtful that he was wearing his dexcom continuous monitor (cgm) at the time of death. It was further reported that the patient death was not related to the cgm device at all. No additional event or patient information is available. The complaint states that the patient death was a result of pancreatic cancer. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause cannot be determined without the certificate of death.